Event description:
This is filed to report after the procedure, complete clip detachment, recurrent mr, foreign body, and intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. The patient had barlow disease. One clip was implanted, reducing the mr to 1. On (B)(6) 2022, the patient was hospitalized with shortness of breath and recurrent mr of 4. A control echocardiogram was performed, which found that the clip had completely detached from the leaflets. Angiography found the dislodged clip in the iliac bifurcation and there was no obstruction from the clip. Therefore, it was decided not to attempt and remove the clip as it remained stable and lodged in the iliac. However, it was decided to treat the mitral regurgitation. Two clips implanted, reducing mr to 1. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported complete clip detachment (ccd) could not be determined. The reported recurrent mitral regurgitation (mr) and embolism were due to the ccd. The reported dyspnea was a cascading effect of the recurrent mr. The reported foreign body in patient was due to procedural conditions. The reported patient effect of dyspnea, mr and embolism as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.